Manufacturer narrative:
H10: one device was returned for the reported malfunction. The lot number was provided and a lot history review was performed. The investigation is inconclusive for the reported balloon rupture. However, the investigation confirmed for leak/splash and device-device incompatibility. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the information indicated that model 425-2515x pta balloon dilatation catheter allegedly ruptured, leaked, and experienced device-device incompatibility. This report was received from one source. The patient's age, weight, and gender were not provided. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for inspection/evaluation. The investigation is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the information indicated that model 425-2515x pta balloon dilatation catheter allegedly ruptured. This report was received from one source. The patient's age, weight, and gender were not provided. There was no reported patient injury.